Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is experiencing multiple ventricular high rate (vhr) episodes, with non-physiological intervals seen during them. The right ventricular (rv) lead appears to have an insulation issue, with a low rv lead impedance warning on two occasions, and a polarity switch on the first occasion. The rv lead remains in use. No patient complications have been reported as a result of this event.